Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.2, 5.2, and 4.1 were failed due to worn-out retractor bands. A fse replaced the worst retractor band in drawer 5.2, aligned all drawers, and added extra protection. The t board in drawer 5 was also replaced. The stations were due for battery replacements. No further issues were found after repairs. More retractor bands and batteries would be ordered for replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer kept failing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.